Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake function was intermittently unresponsive, with inconsistent activation and uncertain haptic feedback, and normal operation temporarily restored after a device restart and cleaning; the device was subsequently replaced as the issue persisted. Symptoms included none related to glycemia. Outcomes included no impact on blood glucose, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, user education, and follow-up communications. Investigation of this case revealed that the issue was reproducible intermittently by the user and that performance improved transiently after restart and cleaning, suggesting a device component performance issue associated with the sleep/wake interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.